Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 - 1,060 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set unknown site issue. Customer addressed bg level by administering a correction bolus via the pump. Customer was admitted to the hospital and ultimately to the intensive care unit for the elevated bg and high ketones. Ketone level was identified as life threatening by healthcare provider. Customer received treatment of intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received. The infusion set brand and manufacture was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.